Manufacturer narrative:
The reagent lot number was 851302. The expiration date was not provided. The quality control results were acceptable at the beginning and at the end of the run. The field service engineer checked the wash station, the cell rinse level, and the sample probe. Which were acceptable. He performed preventive maintenance. The analyzer alarm traces showed frequent "abnormal aspiration errors" for the sample probe.t his is an indication for preanalytic issues. Correct pre-analytic sample handling is within the customer's responsibility. The investigation did not identify a specific root cause.

Event description:
There was an allegation of questionable total protein gen.2 results from the cobas c 503 analytical unit. The initial result was 105 g/l. The repeat result was 73.5 g/l. The repeat result using another cobas c503 analyzer was 73 g/l. The questionable result was not reported to the physician or the patient.